Event description:
A discordant low advia centaur cp vancomycin result was obtained by the customer and considered discordant when compared to a repeat test result. The customer performs quality control every eight hours and observed failed quality control results. The test samples that were run prior to the last acceptable quality control run were repeated with a new reagent lot and a higher vancomycin test result was obtained for this patient. A new reagent lot was used for repeat testing due to insufficient reagent volume from the original lot used. An amended report was issued by the customer. There was no known report of adverse health consequences due to the false low advia centaur cp vancomycin result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and found no system issues that may have contributed to the discordant result. It was observed that the calibration interval with the original reagent pack (lot # 191) was past the calibration interval claim of 14 days and may have been the contributing cause. The original reagent pack has been discarded and the customer has declined to send the discordant sample in for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the "onboard stability and calibration interval" section states a calibration interval of 14 days. The instrument is performing with specifications.